Event description:
A home ccpd patient c/o discomfort, fullness and nausea after the cycler went into a pause. Their prescribed fill volume was 2,000 ml. When they continued their treatment, the drain volume displayed was about 5 liters. The informant did not check the data sheet for the recorded fill volume at the time of the incident. They claimed that there was no problem during set up and the tubing was placed properly in the lower valve box. Treatment was discontinued and the patient was switched to manual exchanges unit replacement cycler was received. There was no serious injury/illness.